Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced left-sided rupture and right-sided anisomastia postoperatively. Initially, right-sided rupture was suspected due to right-sided anisomastia. However, MRI performed on (B)(6) 2021 indicate the left-side rupture. The patient had a consultation with a healthcare professional, and the diagnosis of left-sided rupture was confirmed based on the MRI result. The patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided rupture.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the MRI result, patient¿s symptoms and revision surgery. The MRI result also indicated left-sided grade ii/iii capsular contracture. The patient experienced bilateral capsular contracture (left grade: ii/iii, right grade: I). Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. The patient underwent bilateral removal and replacement with two 275cc mentor memorygel breast implant prostheses (catalog #: 3507275mc, left serial #: (B)(6) , right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2021, it was found that the patient's symptoms and the date of event were omitted on the initial report. On 10-feb-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on 22-feb-2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: anisomastia, pain. On 12-feb-2021, mentor received additional information regarding the patient's symptoms. The side of breast discomfort that the patient experienced during her pregnancy was the right side. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4) the patient started to experience breast discomfort when she got pregnant. The date of event was estimated as (B)(6) 2019 based on available information.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).